Event description:
The customer reported to olympus device had a scope communication error (b30). There was no death or injury reported due to the event.

Manufacturer narrative:
According to the inspection results, the b30 error was confirmed due to a damaged video cable connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. According to inspection results by rc engineers, a b30 error was reported due to damage to the video cable connector (ru353500). Olympus will continue to monitor field performance for this device.

Event description:
Additionally, the customer reported that ¿the malfunction was found while testing the device which was not related to the patient¿.